Event description:
Two clips were placed on the cystic artery during a laparoscopic cholecystectomy. Subsequently the pt developed post-op bleeding. On re-operation, 2 clips were found lying in the porta hepatis, immediately adjacent to the bleeding cystic artery.